Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the piston cap was missing. A review of the pump history confirmed multiple loss of prime alarms due to low non zero force. An "ezprime" operation was performed and during the load step the piston detected the cartridge. The pump was exercised on a 1u/hr basal rate for 24 hrs with no loss of prime duplicated. The force sensor calibration test confirmed that the sensor is detecting the correct force. Investigation revealed that the force sensor assembly was damaged. The DHR review confirmed the pump was within specification no discrepancies identified, (B)(4). (B)(6).

Event description:
The pump was returned for loss of prime warning. Evaluation revealed that the force sensor plate was dimpled. This report is being made based on the evaluation results.